Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated there was blank display with red light flashing. Battery was used alkaline type. Customer stated battery compartment and spring was not damaged or corroded. Customer stated contacts on battery cap was not missing nor damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case.